Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they got a replacement recharger and now when they plug it into the controller it tells them something stupid. Patient stated they can't get the cover off the controller and they are breaking every fingernail they have. Agent asked clarifying question and patient mentioned they controller shows a different message from before that they never seen to call manufacturer. Agent instructed patient to start a charge session; controller showed memory problem and patient noted as they were correct the date they saw the lock screen on the controller. Controller showed 100% and implant orange recharging with good quality. Implant showed recharging with poor recharge quality. Patient mentioned they were going to walk to the chair they sit to charge their implant but they can't walk good and takes time to get in the chair. Patient requested a call back. Agent called patient back in 10 mins and agent was unable to get in contact with the patient.